Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. Reporter phone number unknown. The customer replaced the defective cpu tray cover, base, and thumbwheels to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported both point of contacts securing the v60 ventilator to the universal cart are broken. The nuts pulled from the base and (central processing unit) cpu cover. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.